Event description:
It was reported that subject complained of left hip pain since surgery, noted in clinic note in 2006. Subject had an emg, MRI and bone scan. In 2006, left hip revision was done. Operative note states loose acetabular component.